Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2020-22304; reference MFR. Report#: 3006705815-2020-02556. It was reported one of the patient's leads was explanted and replaced due to high impedance. Surgical intervention addressed the issue. Note: all of the patient's leads are being reported because it's unknown which device was explanted.